Manufacturer narrative:
Manufacturer has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Manufacturer defers to the patient¿s physician regarding medical history

Event description:
It was reported the ipg was unable to communicate with the external devices. The abbott representative confirmed the issue. Surgical intervention may be pending to address this issue.

Event description:
Follow up information revealed that the patient's scs system was explanted.